Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-07-27. H6: investigation summary: customer returned twenty 4mm, 32 gauge relion pen needles from lot 0136694. All were returned unopened. Each pen needle was attached to a test pen. Insulin was pushed through the system and out the distal tip of the cannula in each pen needle. With the pen¿s button fully depressed and no residual pressure in the system, none of the pen needles would leak. All of the pen needles were inserted into a skin analog to test the structural integrity around the cannula. All of the cannulas remained in placed after insertion. Inspection of the hub found no irregularities that could lead to the cannula separating from the hub. Lastly, all of the pen needles could be detached from the test pen by returning them to the outer cover and unscrewing them. No problems were encountered when removing the pen needles. DHR was reviewed for lot# 0136694 and no qn found: pen needle assembly manufacture record. Pen needle assembly inspection record. Pen needle out-going inspection record. Based on the samples received, bd was unable to directly replicate or confirm the customer¿s indicated failure of incomplete dosage. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 6 pen needle 32gx4mm needles had device attachment issues with cannula breaking off and leaking fluid. The following information was provided by the initial reporter: the consumer reported difficulties on some pen needles to remove from the flex pen, with the inner shield removal the needle slipping out of the hub and when removed the needle from the site after injecting, the insulin came out of needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 pen needle 32gx4mm needles had device attachment issues with cannula breaking off and leaking fluid. The following information was provided by the initial reporter : the consumer reported difficulties on some pen needles to remove from the flex pen, with the inner shield removal the needle slipping out of the hub and when removed the needle from the site after injecting, the insulin came out of needle. Date of event : unknown. Sample status : discarded.